Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose(bg) levels that ranged from 50-64 mg/dl. Reportedly, the customer believes that the basal rates should be adjusted. The customer consumed glucose tablets to address the bgs. A recommendation was made to consult with healthcare provider regarding diabetes management.